Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number has been provided. A follow up will be submitted when the DHR is complete.

Event description:
The account alleges that during the procedure the diagnostic catheter tip broke off in the proximal cca. An attempt was made to retrieve the tip by using another impress catheter which resulted in the second catheter also breaking off inside of the patient. While attempting to retrieve one of the pieces with a snare the tip migrated to the superior mesenteric artery. A non-flow limited dissection was observed. The tips remained inside of the patient. The first being left in the left distal cca the other in the superior mesenteric artery. The patient was referred to another hospital where several more attempts were made to retrieve the broken tips. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.